Manufacturer narrative:
Block b3: exact date unknown, event occurred the last few months from the date manufacturer became aware of the event. Investigation results the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion the device was not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient experienced an increased charging burden along with overall difficulty maintaining charge of the implantable pulse generator (ipg). It was also noted that the patients ipg was moving due to non-device related weight loss. The patient subsequently underwent a revision procedure wherein the ipg was replaced and repositioned. The patient was doing well postoperatively, and the explanted device was unable to be returned due to facility policy.